Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the flowcell drain was overflowing on the dxc 800 pro instrument when the customer was changing one of the ion selective electrodes (ise). Customer stated that chloride (cl) and calcium quality control (qc) were running "slightly low" around the time the leak was discovered. Customer stated that they observed the low qc and stopped running the ise. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the ise waste drain valve. Fse calibrated the ise and the customer tested qc; no problems were noted. Repairs were verified per established procedures.